Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fentanyl mini pockets 6 and 7 unlocked simultaneously despite only one vial being requested. This unexpected behavior resulted in unauthorized access to multiple pockets. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported issue on mini drawer 9 which did not stop at correct pocket and was not able to recreate. A field service engineer (fse) replaced the mini engine as precaution, rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.